Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 7. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced that seven-infusion sets cannulas kinked within 24 hours before at abdomen in between (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.